Event description:
During troubleshooting for a related report, the home patient (hp) stated there were a few small air bubbles in the line but no other issues were noted with the set up. The technical service representative (tsr) advised the hp with troubleshooting steps. The tsr assisted the hp to bypass to fill to attempt to flush the patient line. The tsr verified the patient line was still open and clear of fibrin. The hp stated the machine alarmed with check your position. The tsr advised there may be an internal blockage. The tsr then assisted the hp to end therapy and advised the hp to contact the peritoneal dialysis nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot number is unknown.